Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient was not feeling well after the procedure, but was feeling better today. They were  constipated which was uncommon for them. Prior to this surgery they had bouts of diarrhea. They said that his stream does not seem as strong as it used to and the volume seems to be less. Prior to this surgery he has had bouts of diarrhea. It was indicated the reported issue was resolved. Additional information reported 4 days later patient mentioned that they will be taking miralax to help with their constipation. Patient also mentioned that he had problems after surgery possible due to the anesthesia. Patient said some of saturdays data may be missing. Patient said his device is getting hot where it is taped on him. Patient was referred to their physician for medical advice. Patient said he had constipation lately. Patient said he had some pressure in his perineum. He thought it might have to do with the stimulation. He said he was comfortable right now. Support link advised to bring down stimulation if it became uncomfortable.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.